Manufacturer narrative:
The report that the ipg was revised due to eol (end of life) was confirmed. Analysis and longevity calculation of the returned ipg found that the device had declared eol and there was normal battery depletion due to usage.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Corrected data h6 - adverse event problem (refer to coding manual).